Manufacturer narrative:
Manufacturing site evaluation: preliminary report: investigation: the returned instrument is in used condition. No deviation was seen with the naked eye. Pictorial documentation was done visually as well as microscopically. During functional testing, the ratch mechanism was found faulty. Under pressure, the retractor does not remain in the desired position and folds down. Burrs and metal flakes were found on the teeth of the ratch, most likely caused by wear and tear. Batch history review: the device quality and manufacturing history records were checked for the provided lot number and were found to be according to specifications during the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information provided as well as the results of the product investigation, the root cause of the failure is most probably related to wear and tear. Rationale: since the provided instrument was manufactured in may 2018, the instrument should not be worn out yet. Therefore, the r&d department will carry out a review of the design of the ratch. Additional details about this design investigation will be provided upon completion. Corrective action: according to sop (B)(4) a psc ((B)(4)) will be initiated. Further information will follow in a supplemental report when available. Conclusion of statistical analysis: the current failure rate is outside the risk analysis. Risk analysis will be assessed by r&d. Further information regarding this will be provided in a supplemental report when evaluation is complete.

Event description:
It was reported that during a section intervention, the instrument "fell apart" and the baby could not be removed immediately. This also resulted in a prolonged surgical delay. Time frames of these events are not provided at initial report- but are requested. Procedural details, surgical and patient outcomes, as well as patient data have also been requested.